Event description:
At our pediatric hospital, megadyne electrosurgical machines are being used in surgical cases. Recently, there have been 4 cases where the patient's diaphragms have been paralyzed. A couple of the cases have caused serious complications for the patient and extended their care and hospital stays. Prior to the megadyne machine, electrosurgical machines were used in pediatric cases at low settings and the physicians never encountered paralyzed diaphragms or complications like this. In all of these events, we have the machine, but not the disposable pieces that were used in each case. The company has been notified, but we are waiting to hear a response back from them.